Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: 5mm hex flexible screwdriver (part# 03.037.028, lot#9486878, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the shaft of the device was broken. The broken part is still attached and hanging. Thus, the complaint is being confirmed. The device failure/defect was identified. Dimensional inspection: dimensional inspection of the received device was performed at cq. Document/specification review: no design issues or discrepancies were found during this investigation. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint is being confirmed for 5mm hex flexible screwdriver (part# 03.037.028, lot#9486878) as shaft of the device was broken. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028; lot: 9486878; manufacturing site: hägendorf; release to warehouse date: july 10, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, when tightening set screw in trochanteric femoral nailing advanced (tfna) the flexible screwdriver broke. The procedure was successfully completed with no surgical delay. Patient status is unknown. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).